Manufacturer narrative:
(B)(4). Brand name: it is unknown which plate the fractured screw was implanted into. Either ncb tibia 13-loch tibia lateral impl win gen or 5-loch-lcp-alps tibia medial impl win gen. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had two metal plates implanted into the tibia. X-rays taken show that the head of an implanted screw has fractured off. The screw can only be removed by over drilling. Since the removal is too extensive, the screw remains implanted. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported patient underwent initial right tibial orif. Subsequently, the patient reports that the head of one of the screws has since broken off and cannot be retrieved from the bone without overdrilling. No additional intervention has been planned or required to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Reported event was confirmed by review of x-rays received. The review noted overall fit and alignment of the implants appear normal. Bone quality appears normal. No signs of loosening, wear, radiolucency, or contributing factors. The review confirmed a fracture of the base of a single screw along the medial edge of the proximal tibia diaphysis. Initial procedure notes noted the orif performed with some difficulty maintaining fragment alignment prior to plate application. However, the procedure was completed under fluoroscopy with final correct positioning/fixation achieved with plates and screws. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.